Event description:
It was reported an impedance measurement found electrode #8 was out of range. It was noted that the "leads were not within target." No patient injury was reported.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), product type lead.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3550-39, lot# n335361, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
Additional information received reported that the out of range impedance of electrode #8 was >10,000 ohms.